Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) year-old, male patient who was receiving morphine 12mg/ml at 2.8 mg/day via an implantable pump for malignant pain and lumbar radiculopathy. On (B)(6) 2015, the patient heard the critical alarm. The patient consulted with their physician and a motor stall was identified upon interrogation. On (B)(6) 2015, the pump was replaced and the event resolved. The patient's status was reported as "alive -no injury." If additional information becomes available, a follow-up report will be submitted.